Event description:
It has been reported to philips that there was an image processing computer issue that prevented the system from starting. The system was not in clinical use and there was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system had an ippc power problem. The philips field service engineer (fse) inspected the system onsite and checked the power of ippc and bios battery, both were normal. Fse reseated the ippc and connected the disk to ippc bypassing disk tray and reinstalled the software. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.